Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis results confirmed that the lx107 device was returned non-functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a carotid endarterectomy, the device would not hold the clips. It is unknown how the case was completed. No patient consequences were reported. This is all the information available.